Event description:
New information received indicates the device was reprogrammed to resolve the left ventricular (lv) lead displacement and phrenic nerve stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, phrenic nerve stimulation was observed on the left ventricular (lv) lead due to lead displacement. No intervention has been performed, and the patient is currently being monitored. The patient was stable following this event.